Event description:
The physician reports that the crystalens haptic broke off in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. (B) (4).

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens insertion device was returned to b+l for eval and subjected to visual examination, which revealed that the nozzle tip was bent. Presence of foreign material (presumed to be viscoelastic) was observed in the loading chamber and nozzle tip. The condition of the lens is consistent with damage resulting from use. (B) (4).